Event description:
It was report that the patient enrolled in the (B)(4) registry had a injection port rotation. This was discovered during one month follow-up visit. The port rotation was corrected. There were no reported patient complications during revision surgery. Additional information requested and will be sent on medwatch supplement if obtained.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Port remains implanted.